Event description:
Related manufacturer reference number: 2017865-2022-15030. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet got stuck in the left ventricular - lv lead,  while the right atrial - ra lead exhibited failure to capture. The lv lead was not used and replaced, while the physician decided not to implant the ra lead for the patient. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray inspections of the lead did not find any anomalies.